Event description:
It was reported the patient presented to the ER for inappropriate therapy due to an svt episode. Device functioned as programmed. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.